Manufacturer narrative:
H.6. Investigation: during DHR review all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Although units were not returned for investigation, one photo was provided for evaluation of this incident, o the photo revealed a used 20ga nexiva closed IV catheter system single port unit that consisted of the catheter/adapter and extension tubing assemblies and had traces of thick media. O photo shown that there was a needless injection site attached at each of the port (luer) and the pinch clamp was disengaged. O the photo also shown that the extension tubing was disconnected from the winged adapter (stabilization platform). Visual/microscopic evaluation: the photo displayed that the unit had separation of the extension tubing from within the clear port of the winged adapter (stabilization platform). No further damage was observed. Batch 8186538 was produced prior to the zone 8 adhesive station redesign. In the previous station design, this defect was created at the zone 8 adhesive dispense station if air got into the lines that feed adhesive to the adhesive dispense grippers, causing a short shot of adhesive to be dispensed onto the tube. CAPA#684099 was initiated.

Event description:
It was reported that after use of the bd nexiva¿ closed IV catheter single-port system the nexiva extension set disconnected from the stabilization platform/hub.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use of the bd nexiva¿ closed IV catheter single-port system the nexiva extension set disconnected from the stabilization platform/hub.